Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the pump touch screen became frozen on the home screen and became black; consequently interaction with the pump touch screen was not possible. Customer's blood glucose was 156 mg/dl. The pump was replaced to address the issue.